Event description:
It was reported to philips that the device was very slow to use. There was no patient involvement.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain further investigation details but could not provide any information. The device was not available for additional investigation. The engineer could not provide their analysis findings however we are unable to confirm the final disposition of the device because multiple failed gfe attempts could not provide further additional information. The investigation concludes that no further action is required at this time.